Event description:
Catheter in place for a duration of 14 days. Stuck PICC, difficult removal for surgeon who was seeing the patient in clinic; took repeated attempts, significant stretching of catheter. Eventually removed successfully without catheter fracture.